Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual analysis showed cuttings in the insulation which occurred most likely during surgery. Abrasion mark were found, which resulted probably due to friction between the lead body and a nearby lead. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
The physician replaced this lead while upgrading the patient to a biv ICD, due to high thresholds. Should additional information become available, this file will be updated.